Event description:
Shortly after implant, the patient reported an increase in her pain. The patient presented in the emergency room the next day and was hospitalized. The patient has since been released and is reportedly doing better.